Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: on examination, the battery compartment was found to be cracked on the side of the battery compartment from the threads down to the case seal. Investigation duplicated the complaint. Unrelated to the original complaint, the display was noted to be dim, faded and discolored, the audio bolus button cover was torn and the button was unresponsive on testing. The audio bolus button cover was removed for investigation and revealed the underlying slug was missing.